Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a normal follow up. Upon interrogation, it was reported that the patient's right atrial lead was oversensing ventricular signals. An x-ray was performed on (B)(6) 2021, which confirmed that the patient's right atrial lead had become dislodged into the right ventricle, causing the oversensing. The patient's lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.